Event description:
The facility reports the pt was being transferred from the commode. As the staff were adjusting the position of the hanger bar using the handle, the assembly fell off the jib arm, causing a bump to the pt's forehead.